Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the device was explanted due to infection. The patient returned to monitored nursing area in stable condition.